Manufacturer narrative:
Additional information provided in describe event or problem and concomitant medical products. (B)(4).

Event description:
Per questionnaire received, during removal of the viscoelastic, the posterior capsule ruptured, an anterior vitrectomy was performed and the lens was cut and removed. In the surgeon's opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a vitrectomy during an intraocular lens (iol) implant procedure. The lens was inserted and removed.